Event description:
It was reported that the device shows eri status. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was explanted on (B)(6) 2025. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The device was interrogated. The interrogation could be properly performed and revealed the eos battery status. The ability of the device to deliver anti-bradycardia therapy in eos mode was verified. The pacing pulses proved to be normal and in amplitude and frequency as programmed. The anti-bradycardia therapy functions were fully available. Next, the ICD memory content was inspected. The device data showed a normal current consumption. However, the amount of charge taken from the battery was verified and the battery condition was not as expected. In order to obtain further insights, the ICD was opened and the inner assembly was inspected. The visual inspection showed no anomalies. The current consumption of the electronic module was verified by direct measurement and proved to be as expected and consistent with the interrogated ICD data. The electronic module was attached to an external power supply to check the therapeutic functionality of the electronic module. All therapy functions were available and worked as expected. The overall current consumption during the tests was normal and as expected. There was no indication of a malfunction of the electronic module. Therefore, the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual inspection which did not reveal any signs of damage. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified a short circuit, which led to an elevated self-depletion of the battery and, as a result, to the clinical event. In conclusion, a premature battery depletion was confirmed. The device was implanted for 75 months. The electronic module was thoroughly tested and proved to be fully functional. Further investigations revealed an increased internal self-depletion within the battery that led to the clinical event.